Event description:
It was reported that the patient was admitted to the hospital for syncope. Upon interrogation of the device noise and low pacing lead impedance were observed. The lead was capped and replaced.